Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. While attempting the transseptal puncture the introducer passed through a patent foramen ovale and an effusion was diagnosed with echocardiography on the posterior side of the right atrium. There were no performance issues with any abbott device.